Event description:
It was reported that a manufacturer representative interrogated the patient¿s implant with a clinician programmer and the device was discharged. When trying recharge, the recharger was showing a reposition antenna screen like the device was in overdischarge. They tried a different recharger but that recharger wasn¿t working because it wasn¿t compatible. They were unsure if the patient was able to use the programmer because the batteries in the programmer were dead. The patient last charged two weeks prior to the report. The patient¿s implant was placed in their abdomen and the patient was getting no coupling boxes. It was further reported that the patient was unable to charge their implantable neurostimulator (ins). There were x-rays taken. The clinician programmer was showing a charge now message. The recharger was unable to communicate with the ins even though the manufacturer representative could feel the ins. The ins was a little flipped or rotated when the patient was upright but it laid down flat when the patient laid down. Even when the patient was laying down the recharger could not find the ins. An ins flip was suspected, so they took an anterior-posterior (ap) x-ray. The leads were coming out clockwise on the ap view which did not appear to be flipped. It was further reported that the patient¿s implantable neurostimulator (ins) was determined to be oriented appropriately. The patient was given a loaner recharger and instructed to recharge fully. The ins was discharged but not overdischarged. The patient appeared to have a problem with their recharger. After charging the ins to 25% the ins was turned back on and the patient was getting normal coverage.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v660238, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-45, lot# v638131, implanted: (B)(6) 2011, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: neu_recharger_acc, product type: recharger. (B)(4).